Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a vessel perforation occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the pulmonary artery. A 10.0x30x135 cm express ld vascular stent delivery system (sds) was advanced to the target lesion and the stent was implanted. After the stent was implanted a vessel perforation was noted. The stent remained implanted. The patient was taken to surgery, a graft was sewn outside and inside the blood vessel, sandwiching the vessel. No further patient complications were reported and the patient is doing well. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).